Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human nares and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and other bacterial infections. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this former pd patient was hospitalized on (B)(6) 2022 for a pulmonary infection and abdominal pain with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with staphylococcus aureus and acinetobacter in the cultures and a wbc count of 135/mm3 with 75% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient developed a pulmonary infection that was unrelated to pd therapy. During this pulmonary infection, the patient did not wear a mask during pd therapy which caused a cross-contamination of infectious pathogens. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg every five days, and he was transitioned to intravenous antibiotics (types, dosages, frequencies, and duration not reported) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until his pd catheter (not a fresenius product) was removed due to the severity of this infection (date of procedure unknown). The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had and uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s pulmonary infection, peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event is confirmed since the incident was caused by the user.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and other bacterial infections. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this former pd patient was hospitalized on (B)(6) 2022 for a pulmonary infection and abdominal pain with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with staphylococcus aureus and acinetobacter in the cultures and a wbc count of 135/mm3 with 75% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient developed a pulmonary infection that was unrelated to pd therapy. During this pulmonary infection, the patient did not wear a mask during pd therapy which caused a cross-contamination of infectious pathogens. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg every five days, and he was transitioned to intravenous antibiotics (types, dosages, frequencies, and duration not reported) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until his pd catheter (not a fresenius product) was removed due to the severity of this infection (date of procedure unknown). The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had and uneventful hospital course and was discharged to home on 13/sep/2022. It was confirmed the patient¿s pulmonary infection, peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd on an in-center basis post-discharge with no plan to return to pd therapy.